Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of a homechoice cassette and the heater bag resulting in a disconnection, which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of six of peritoneal dialysis therapy. During the troubleshooting, it was determined that there was a loose connection between the heater line of a homechoice cassette and the heater bag; further described as "the heater line came out". Renal therapy services (rts) advised the patient to start over with all new supplies and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.